Event description:
It was reported that a power on reset (por) condition occurred prior to implant. There was an error code 404 and suspected shipping cause for the por. The por was cleared and there was no remaining issue. Also reported was emi exposure.

Manufacturer narrative:
(B)(4).